Event description:
The physician reported that during vitrectomy and cataract combination surgery engagement of a gripping part was bad during insertion. When a targeted membrane was held, it cut due to edge of the gripping part and the product could not be used. The surgery was completed after replacing the product with another one. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in section b.2, h.11. Upon further review of the available information, the reported event gripping part was bad during insertion does not meet the criteria for a reportable malfunction, and the event is not likely to result in serious injury; therefore, it does not meet the reporting requirements. No further reports will be submitted under mfg report num. 3003398873-2025-00308. The manufacturer internal reference number is: (B)(4).